Event description:
Procedure type: sleeve gastrectomy. According to the reporter: two squeezes of the handle were fine; on the third squeeze the surgeon felt a locking and slipping of the knife and it did not feel smooth. Surgeon opened the jaws, removed the load and opened a new load onto the same handle. Surgeon fired superior to the first firing and everything was fine. Tissue damage occurred, crushed tissue and malformed staples. No blood loss or delay in operating room time. No report of the incision being extended.

Manufacturer narrative:
(B)(4).